Event description:
The technician alleged the side rail was hanging by the side rail cables, the side rail had fallen off of the bed. No pt impact.

Manufacturer narrative:
The technician found the cause to be a broke side rail slide bracket. The technician replaced the side rail slide bracket to resolve the issue.